Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) was broken and battery was starting to deteriorate, used for more than 4 years. There was no patient involved.

Manufacturer narrative:
The complaint record is being cancelled as it is not a valid complaint. This was a routine replacement of battery and no other failures observed.

Event description:
The event is not reportable as it was a routine battery replacement and no failure occured.